Manufacturer narrative:
The qdot micro device was returned to johnson and johnson medtech for evaluation. Visual inspection, temperature, and impedance tests of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed reddish material and a rupture in the surface of the pebax. Temperature and impedance tests were performed, however low power was detected during the analysis. Further analysis revealed a short circuit between the thermocouples and electrodes. A manufacturing record evaluation was performed for the finished device 31321249l number, and no internal action was found during the review. The low power issue could be related to the high temperature issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The root cause of the short circuit could be related to the manufacturing process. The device instructions for use contain the following recommendations: - when radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. - do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. This product issue will be addressed through johnson and johnson medtech's quality system. An internal corrective action has been opened to investigate the low power issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that ablation would frequently cut off due to temperature spikes being displayed on the ngen generator. The catheter was checked for char and flushed without resolution. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. There was no patient consequence. The high temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 25-sep-2024, a rupture in the surface of the pebax was observed. This was assessed as MDR reportable with an awareness date of 25-sep-2024.